Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media. A customer reported an unspecified insertion issue indicating the needle of the abbott diabetes care (adc) device "broke in their arm." The customer experienced excessive bleeding and had to rush to the a&e (accident and emergency department) wherein they were provided unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.